Event description:
It was reported that a female patient underwent a supraventricular tachycardia (svt) ablation procedure with a ez steer¿ nav bi-directional electrophysiology catheter and the patient suffered a heart block requiring permanent pacemaker implantation. It was reported by the bwi representative that an "av node ablation was performed when it shouldn't have been performed." They reported that the patient was discovered to have a third-degree heart block, after 7 seconds of being on ablation, the av node was affected and they had av node disassociation. They used cryoablation prior to the radiofrequency (rf) ablation on the same spot and that no pr prolongation was noted during the cryoablation. The atria were not communicating with the ventricles anymore as observed on the ECG signals displayed on the carto 3 system and the recording system. The third-degree heart block was discovered and confirmed during electrocardiogram (ECG) analysis. They aborted the procedure and that no medical intervention was provided. They also reported that when they left the lab, the patient was still in third-degree heart block but in stable condition. The patient would be watched overnight to see if the av node will come back, if the av node did not come back, they will put a pacemaker in the patient in the morning. Additional information was received indicating the adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event is that it was procedure related. No intervention was provided nor was it needed at the time and outcome of the adverse event was reported as unchanged. The patient required overnight hospitalization and then required a pacemaker the following day and was discharged. Patient was under general anesthesia, but it was unknown for how long. No transseptal puncture was performed. The supraventricular tachycardia procedure was not cancelled.

Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30773340m and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).